Manufacturer narrative:
Please note that this report is for two (2 each) products with the same catalog and lot numbers. The products are not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient was enrolled in a clinical study japan smart pms for sfa and had two (2 each) 120/150 smart control 6 x 150 stents implanted during the study index procedure. Forty-nine (49) days after the study index procedure, the patient expired. The cause of death was unknown. No additional information was available despite multiple attempts. The products were not returned for inspection. Manufacturing record (DHR) review was conducted and the products met quality requirements for product acceptance per the applicable manufacturing quality plan. Based on the information provided and the inability to assign or determine a root cause, no corrective actions will be taken at this time. Based on the minimal available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.

Event description:
The report received from the affiliate indicated that the patient was enrolled in a clinical study (B)(4) smart pms for sfa and had two (2 each) 120/150 smart control 6 x 150 stents implanted during the study index procedure. Forty-nine (49) days after the study index procedure, the patient expired. The cause of death was unknown. Additional information has been requested.